Manufacturer narrative:
B5 - status of eye states "patient is still using alphagan and cosopt". Secondary surgical intervention is identified in the labeling as a known potential adverse event following icl implantation.

Event description:
The reporter indicated that a 12.6mm vtich12.6 implantable collamer lens of 4.0/2.0/146 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2024. Excessive vault and elevated iop without pupil block and angle closure are observed. The lens remains implanted and the problem is not resolved. Reportedly, "vault is higher and iop is too high."

Manufacturer narrative:
H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).